Event description:
A caller reported an issue where the insulin gauge was displaying an unexpectedly low fill estimate of 0 units, as opposed to the anticipated range of 100-200 units. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Although the caller had completed necessary procedures to remove air from the cartridge and used room temperature insulin, they had overfilled the cartridge. Technical support advised against overfilling, which the caller acknowledged. However, the caller chose to continue using the current cartridge without loading a new one, with the option to follow up if needed.